Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and failure to deploy the implant could not be replicated as the returned device was not returned in a condition in which the test could be performed; however, the balloon was separated from the outer member at the proximal balloon seal. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported balloon rupture (proximal seal separation) could not be determined; however the failure to deploy the implant appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the lesion was located in the distal right coronary (rca) artery with mild calcification and 80% stenosis. Predilatation was performed using a 2.5x20mm trek at 16 atmospheres (atm). A 2.5x18mm implant was prepared for use in the patient. No resistance was felt during removal of the sheaths or during advancement to the lesion. Inflation of the balloon was performed by increasing the pressure by 2 atm increments every 5 seconds until it reached 10 atm; however, the balloon could not be inflated so it was stopped. The device was withdrawn with the implant on the delivery system. The implant balloon was tested outside where a balloon rupture was found. The doctor performed balloon angioplasty only and then finished the case. The patient was stable. A clinically significant delay in procedure did not occur. No additional information was provided.